Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead became stuck in a small lateral lv branch. It took multiple attempts to retrieve the lead. When the lead was eventually explanted, there was a "thread-like structure" on the tip of the lead. The lv lead was not used and a replacement lv lead was placed successfully. No patient complications have been reported as a result of this event.